Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device, review of device history records, review of complaint history. Evaluation of device: the reported failure ¿licox monitor to be repaired¿ was verified and duplicated and the customer complaint confirmed. During investigation it was observed that the temperature channel was out of specification and required calibration. The power cable was also checked and was functioning correctly. As part of the repair, calibration, function test and safety test was performed and the ac3.1 licox monitor was verified as tested to specifications prior been returned to customer. The DHR review has been deemed satisfactory. Date of manufacture: (B)(6) 2001. No non-conformance report was raised during the manufacturing process for this monitor. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the ac3.1 licox monitor been released. A minimum of 12 month review of ac3.1 licox monitor customer complaints was completed in trackwise using the following key words ¿device not working¿ and a root cause ¿re-calibration required (temperature channel out of specification)¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of 9 complaints were reviewed of which 9 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the ac3.1 licox monitor due to temperature channel out of specification. No trend has been identified. The root cause was determined: cause of the ac3.1 licox monitor not functioning was due to temperature channel being out of specification which required calibration in service centre, thus re-calibration required.

Event description:
A report was received that the ac3.1 licox monitor needs repair. Details of the malfunction were not provided and it was unknown if the device was in contact with a patient, if there was patient injury or death alleged or if the event led to an increase in surgery time. Additional information was requested.